Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of image has drop out in the middle of the screen was confirmed. The probe¿s image has a big back line in the middle of the image. The probe¿s image has a big back line in the middle of the image due to an internal failure of the probe. H3 other text : evaluation findings are in section h11.

Event description:
Per biomed - image has drop out in the middle of the screen

Event description:
Per biomed - image has drop out in the middle of the screen.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number asgpag083 showed no other similar product complaint(s) from this serial number.